Manufacturer narrative:
B5: describe event or problem- updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review a risk review performed for the farawave device confirmed that the events of hemolysis, hemoglobinuria, hyperbilirubinemia and renal impairment are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of hemolysis, hemoglobinuria, hyperbilirubinemia and renal impairment are known inherent risks of the farawave device. Hemolysis, hemoglobinuria, hyperbilirubinemia and renal impairment are expected procedural complications addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a patient experienced hemolysis. After a pulsed field ablation (pfa) procedure using a farawave catheter, the patient had hemolytic following the pfa case. The patient had 64 applications to the pulmonary veins. The patient had fluid during the case. The rep suggested to give more fluid to the patient after the case, but the physician preferred not to as the patient had some fluid intolerance due to left ventricular (lv) dysfunction. The patient had urine discoloration after the case at night at the hospital, so the physician checked the patient bloods and saw that the glomerular filtration rate (gfr) went from about 70 to 43 and the bilirubin went up. The physician re checked the patient bloods the next day and the gfr improved but still not back to baseline, and the bilirubin was normalized. The patient was discharged two days following the event, and the physician is waiting for more recent blood test results. The hospitalization prior to discharge was ultimately extended by one day due to the complication. The catheter is not expected to return as it was disposed. It was further reported that the physician confirmed the patient fully recovered. The extra day of hospitalization was to recheck labs. The pfa case occurred on (B)(6) 2026 afternoon and the first hemolysis symptoms (urine discoloration) was the same night.

Event description:
It was reported that a patient experienced hemolysis. After a pulsed field ablation (pfa) procedure using a farawave catheter, the patient had hemolytic following the pfa case. The patient had 64 applications to the pulmonary veins. The patient had fluid during the case. The rep suggested to give more fluid to the patient after the case, but the physician preferred not to as the patient had some fluid intolerance due to left ventricular (lv) dysfunction. The patient had urine discoloration after the case at night at the hospital, so the physician checked the patient bloods and saw that the glomerular filtration rate (gfr) went from about 70 to 43 and the bilirubin went up. The physician re checked the patient bloods the next day and the gfr improved but still not back to baseline, and the bilirubin was normalized. The patient was discharged two days following the event, and the physician is waiting for more recent blood test results. The hospitalization prior to discharge was ultimately extended by one day due to the complication. The catheter is not expected to return as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.